Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy procedure, the clip was attached to the applier during the operation, the clip automatically popped open without ligating the common bile duct and could not be used. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.